Event description:
It was learned through patient support center that a patient with a 29mm 11400m mitral valve showed regurgitation on pod#91 and later expired approximately 3 months, 19 days after implantation. Per the patient's care advocate, the patient experienced syncope at home. Subsequent tee on (B)(6) 2026 revealed mitral valve regurgitation requiring transcatheter mitral valve replacement; however, the procedure was delayed due to a sternal wound infection. The patient later expired on (B)(6) 2026. The cause of death listed was 'cardiogenic shock secondary to prosthetic mitral valve failure with severe regurgitation, sternal wound infection, chronic heart failure, and end stage renal disease'.

Manufacturer narrative:
Primary unique device identification (UDI) number: (B)(4). The subject device is not available for evaluation as it remains implanted in the patient. The investigation is still in progress; therefore, a conclusion has yet to be established. A supplemental report will be submitted accordingly upon investigation completion. Edwards will continue to review and monitor all reported events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.